Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn(B)(6) was performed from 11/08/2018 to 8/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was no power.

Manufacturer narrative:
Correct b5, d4, g4, h11. Add h6 (device).

Event description:
It was reported that the 8015 device has no ac power and was requested for repair .in repair, the keypad was replaced. There was no patient involvement.